Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify displayable history crc check failed on startup, unexpected restart alarm due to buttons not responding.